Event description:
Spontaneous communication. Patient reported she had issues with multiple cassettes from lot number 4329622/expiration date unknown (not part of recall). Patient said she was unable to push the liquid int the cassette and that multiple cassettes were blocked when she tried to push the liquid into them. No further information is known. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Na. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.